Manufacturer narrative:
Patient height reported as 64 inches this report is for an unknown acdf device/unknown lot. Part and lot numbers are unknown; UDI number is unknown. It is unknown if the device has been explanted. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that prodisc-c clinical study patient (B)(6) received an anterior cervical discectomy and fusion (acdf) at c5-c6 on (B)(6) 2004. There were no intraoperative complications. The patient was discharged to home on (B)(6) 2004. There were no complications observed at discharge. The date of disposition for the study was (B)(6) 2011. The following adverse events were reported post-operatively: 1. On (B)(6) 2004 the patient had nerve root block at c6 and c7 for right arm symptoms. Severity = mild. Action required = home/office care. Implant involvement = none. Course of action = nerve root block at c6-c7. Current state of event = resolved on (B)(6) 2006. 2. On (B)(6) 2004 the patient presented pain, weakness, and neurological symptoms down right arm (B)(6) 2005, right hand, right shoulder, c6-c7 herniation per MRI. Severity = moderate. Action required = physical therapy and bextra prescribed on (B)(6) 2004. Implant involvement = none. Course of action = 2 nerve blocks on (B)(6) 2004. Impairment location = none. Current state of event = ongoing- on (B)(6) 2004 patient to begin bextra; continue physical therapy; (B)(6) 2004- obtain c/s MRI; (B)(6) 2004 physical therapy; (B)(6) 2005- will continue to follow patient. 3. During 3 month visit, the patient had pain down right arm. 4. Patient had MRI- shown slight budge at c6-c7 causing pain down right arm; will return to physical therapy. This report is for adverse event: on (B)(6) 2004 the patient presented pain, weakness, and neurological symptoms down right arm (B)(6) 2005, right hand, right shoulder, c6-c7 herniation per MRI. Severity = moderate. Likelihood = unanticipated. Action required = physical therapy and bextra prescribed on (B)(6) 2004. Implant involvement = none. Course of action = 2 nerve blocks on (B)(6) 2004. Impairment location = none. Related to surgery = definitely not. Related to implant = definitely not. Current state of event = ongoing- on (B)(6) 2004 patient to begin bextra; continue physical therapy; (B)(6) 2004- obtain c/s MRI; (B)(6) 2004 physical therapy; (B)(6) 2005- will continue to follow patient. This report is for an unknown acdf device. This is report 2 of 2 for (B)(4).